Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included anxiety, kidney stones, knee operation, sinus operation and tonsillectomy. Concurrent conditions included uterine bleeding, menorrhagia, adenomyosis, paratubal cyst and perineal pain. Concomitant products included medroxyprogesterone acetate (depo provera) and sertraline. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced adnexa uteri pain ("left side ovary pain /stabbing/sharp pain on left side") and constipation ("gastrointestinal or digestive system condition type: constipation for an extended period"), 16 days after insertion of essure. On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) -2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pollakiuria ("frequent urination"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingo-pophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, adnexa uteri pain, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge and pollakiuria had resolved and the female sexual dysfunction and constipation outcome was unknown. The reporter considered adnexa uteri pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, pollakiuria, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: insertion details,: the device was released with clear visualization of the coils within the uterine cavity. 1 coil on the right and 3 coils on the left. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. New reporter's added. Date of removal added. Added event abnormal bleeding (general), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, frequent urination , ovary pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, constipation for an extended period, vaginal discharge. Updated onset date of events. Updated outcome of events. Medical history, medical drug, concomitant condition, concomitant drug were added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.